Manufacturer narrative:
A boston scientific technical services consultant discussed and explained the clinical observations to the caller. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device showed 5.5 years of remaining longevity and the gas gauge was at the 3/4 full mark. The device outputs were then deceased and the longevity remaining increased to 7 years, however, the gas gauge did not move up to the full mark. The caller stated the conflicting indicators are misleading. No adverse patient effects were reported.